Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone14.5 cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include seizure and vomiting. The patient was treated with dextrose through an IV (intravenous), and zofran. The patient was released the following day (B)(6) 2025). The patient was worn when seeking medical attention. Upon review of the patient's omnipod 5 app history, it was noted the patient had overwritten suggested bolus amounts 5 times prior to hypoglycemia episode.